Event description:
Customer called to report the insulin pump experienced multiple alarms, including no delivery. Blood glucose reading was 113 mg/dl. The alarms occurred shortly after inserting a new battery. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. However, the insulin pump alarmed for a reset error due to a voltage leak. No cosmetic damage was noted.